Manufacturer narrative:
No complaint was received with the return of the device. The connector segment of the lead was returned, measuring 47 cm. Failure event observed during analysis. Final analysis found clavicular crush 34.2 cm to 36.1 cm from the connector pin. Additionally, the svc shock coil was missing and one internal insulation abrasion breaching rv cables lumen was noted under svc shock coil at 42.4 cm to 47.1 cm from the connector pin. One rv cables etfe coating was abraded while the other rv cables etfe coating was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.